Event description:
Additional information was received from the manufacturer's representative (rep) and confirmed with the healthcare professional (hcp). It was reported that the rep was notified (B)(6) 2025 on the day of the procedure of the event, and they were notified by the patient. It was reported that the event occurred after the pump replacement in (B)(6) 2025. There were no environmental, external, or patient factors to note that may have led or contributed to the issue. It was reported that the reservoir volume had a high discrepancy. They checked the pump logs and saw no concerns. They failed to aspirate at the time of the procedure. It was reported that the concerns have been resolved, and the patient was doing well per the hcp. The hcp does not have any additional information. The rep is unable to send in product as the facility declined. The hcp did not hold concern for the product functionality and did not want it to be sent back.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 product type catheter. H1. Additional information clarified there was a surgical procedure and so the event was a serious injury. H6. Per the additional information, it was deemed the coding should be on the catheter and was updated accordingly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative regarding a patient receiving an unknown drug via an implantable pump. A volume discrepancy was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that on 10/21/2025, the expected reservoir volume was 5.4 ml, and the actual reservoir volume was 27 ml. During the procedure, the physician noted a double loop on the spine side of the anchor. Once it was undone, successful csf (cerebrospinal fluid) drip was noted.